Manufacturer narrative:
Correction - report source - foreign should have been selected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a stylet could not advance through the lead during the implant procedure. The lead was exchanged and discarded. The patient was discharged following the procedure.